Manufacturer narrative:
The 8mm cadiere forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
On 04/17/2025, intuitive surgical, inc. (Isi) received user facility report 2600320000-2025-8096 stating: cadiere forcep broke during procedure. Wire sticking out. 1/18 lives remaining on instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.